Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
Customer reported an elevated blood glucose (bg) in the 600's mg/dl. Customer went to the emergency room after multiple attempts of correction boluses and bg's continuing to elevate. During troubleshooting with tandem customer technical services, customer found a badly bent cannula. Customer was treated with an IV of insulin and fluids. Customer's bg level had lowered to 208 mg/dl and was expected to be released the same day. Although requested, additional information was not provided.